Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional info from the importer 1018233-2012-00933 report: uretex to urethral support system. Procode: ftl, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The indication for implantation of transvaginal mesh in this patient is pelvic prolapse with cystocele, rectocele, stress urinary incontinence and urethral hypermobility. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2004: underwent total vaginal hysterectomy, anterior and posterior colporrhaphy with mesh and transobturator vaginal tape placement. Complication post-mesh implantations: pain, urinary problems, bowel problems, infections, bleeding, dyspareunia, stress and depression.